Manufacturer narrative:
The surgeon reported to our affiliate the pt began driving his car a few days after surgery. The surgeon did not know if that contributed to the event, and to date, the surgeon has not indicated he will remove the broken piece. The complaint device is not being returned, and not lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. It is possible pt injury could potentially occur because of the broken fragment. Because of this potentiality, an MDR is being filed to document this event. If and when additional info is rec'd, a follow-up report will be filed. At this point in time no further action is warranted.

Event description:
Our affiliate in another country reported the following: spiralok was first used on a pt in 2007. The pt had discomfort in his shoulder, and on a follow-up visit to the surgeon on approx four months later, a broken piece was found in the pt's joint.